Manufacturer narrative:
The customer did not return the device to zoll for evaluation. The customer replaces a relay on the device at their facility and indicated that the device is now operating properly.

Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "error 70" on the monitor screen while performing 200 joules self test. The complainant indicated that there was no pt involvement in the reported failure.